Event description:
Consumer states when making a left turn the left brake catches and jerks the entire device. Occurs when making a left turn. No injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m51, serial number/date code is unknown and age of device is unknown. The owner's manual part number MDR decision date: xx-aug-2012. (B)(4) has been initiated for this issue. Model xxx, serial number/date code xxxx is approximately xxxx old. The owner's manual part number 1023891 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer was contacted for additional information however no detail was provided on medical condition, stability and medication regimen. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.